Event description:
It was reported the patient experienced a lack of effect. The pt additionally stated they felt the neurostimulator was dropping downward in their body. The MFR's representative saw the pt and indicated the lead may have moved. The pt was requesting to have the device explanted. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.